Event description:
It was reported customer received discrepant troponin I results for one patient sample. Initial result gave 0.11 ng/ml. Sample repeated on a different analyzer (bayer centaur) which resulted at < 0.04 mg/dl. No information provided if erroneous results were reported. Customer indicated the patient was not treated to the best of their knowledge. Customer reported no additional instances have occurred. The event was reported as an anomalous result which the customer felt was patient specific. Investigation of the event determined the system is working according to specifications. The event was not interpreted as a failure of the system.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA. Referene medwatch report with (B) (4) or adverse event MDR for patient #1 reported with discrepant troponin I results.